Manufacturer narrative:
Tw (B)(4). Event site name exceeds character limitations: (B)(6). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. For lot #'s 3000535526, 3000532733 and 3000527195 there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
The hospital reported an issue with the vasoview hemopro 2 device related to inflation of the tunnel. No patient harm or procedural delays were reported. An evh accessory pack was opened to obtain an additional short port, allowing the procedure to be completed successfully.